Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements, measuring at 258 ohms. The right ventricular auto threshold (rvat) test was not successfully and there were no intrinsic daily measurements. Technical services (ts) stated to have the patient seen in clinic for lead evaluation and recommended chest x-ray imaging for lead dislodgement or other lead issues. This rv lead currently remains in service. No adverse patient effects were reported.